Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture behind the display. The customer alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: visible moisture on display. Battery compartment crack was found below grip pad. Pump powers up to blank display. Test steps 6 and 7 fail due to blank display. Unable to perform test steps 10 and 11 due to blank display. Leak test failed due to leak around lens. Opened pump, moisture corrosion found on pcb, motor assembly and battery housing. Download failed due to mip. No moisture in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.